Event description:
It was reported that during a lap proctectomy, the clips were malformed. The procedure was completed by a same like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.